Manufacturer narrative:
Additional information was received on september 11, 2017. The results of the provided information are available. Tend analysis: during the trend analysis, no trend was identified. Device history records (DHR): the DHR check could not be performed as the lot number was not available. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on july 17, 2017.. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported in a journal article that two patients required revision surgery due to peri-implant fracture. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis no product was returned to zimmer biomet for in-depth analysis root cause analysis peri-implant fracture can not be related to a single specific failure mode. Based on the given information, a root cause analysis is not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Conclusion summary neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Zimmer (B)(4) consider this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that two patients were implanted an unknown znn cmn nail trauma implant on an unknown side (exact date not reported) and the patients underwent revision surgery on an unknown date due to peri-implant fracture.